Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula (pcs) instrument; however, the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, the permanent cautery spatula instrument had a broken wire and potentially arced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The customer observed that there was a dark portion of the instrument, and the energy was being engaged poorly after the arcing event. The damage was found on the dark wire. The cannula was inspected prior to use, and everything was normal. The arcing originated from the instrument tip and grounded on the instrument tip. The instrument was being used for coagulation and cut when the arcing occurred. The instrument was connected properly when arcing occurred. The settings of the generator were cut 2 and coag 2 and were used for 30 minutes prior to the arcing event. A maryland bipolar forceps instrument was also in use when the arcing occurred, but they were not close to each other. There was no instrument collision. The arcing occurred when the instrument was in contact with the tissue but there was no injury to the patient. The surgeon believes an instrument defect was the cause of the arcing. The patient has not returned to the hospital as a result of post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken conductor wire at the distal end. A section of the conductor wire measuring approximately 0.214" was exposed. There were signs of thermal damage near the base of the spatula. The instrument failed the electrical continuity test. There was also thermal damage found on the interior and exterior of the distal clevis. Further investigation found that the spatula was broken and two sections measuring approximately 0.055" were not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.